Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? Permanent coronary ligations. This suture was used to close skin incisions. What do you mean by suture is brittle? Sutures breaks intra-op during use on mice. Did the suture break intra-op- during use on patient? Yes. When was it noticed the "suture break with a slight force"? While doing surgeries on the very first animal of this cohort. Tried 3 different sutures and all had the same result. Pre-op- before use on patient or intra-op- during use on patient? Intra-op- during use on patient while tying a knot to close skin incisions.

Event description:
It was reported that a mouse underwent a surgical procedure on an unknown date and suture was used. The suture was very brittle and prone to break with slight force. The suture broke during use. Additional information was requested.